Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump passed idle current test, run current test, off no power test, self-test, unexpected restart error test, basic occlusion test, and displacement test. The pump was received with severely scratched display window, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump was returned for an unknown reason. No further information provided.